Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings during the examination of the modular cable revealed dark brown discoloration of the inline connector bend relief and light yellow discoloration of the controller driveline connector bend relief. The returned modular cable was functionally tested using the laboratory equipment and was found to function as intended. The modular cable was tested while connected to the returned system controller, test power module/system monitor and test pump and there were no alarms reproduced. The modular cable inner wires were tested/measured for any continuity and insulation issue and there were no issues observed. In conclusion, the investigation did not identify a correlation between the low flow events captured in the log files retrieved from the returned system controller and the returned modular cable. Heartmate 3 patient handbook, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook,, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Production order was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that device had zero flow on low flow controller. Log file analysis contained a sudden drop in estimated flow starting @11:36am on 06jul2021 until the end of this log file @1:23pm on 06jul2021. The patient was reported as doing okay, flows were back and the patient got admitted for a computed tomography angiography (cta). The controller and modular cable were swapped and this appeared to have resolved the alarms. The cta was performed on (B)(6) 2021 due to contrast allergy and patient needed admission for steroids premed.related MFR. Report numbers 2916596-2021-04162 and 2916596-2021-04216.